Event description:
Additional information was received that the valve dislodged during opening of the valve following best practice recommendations. No pre implant balloon dilation was performed. According to the physicians, there was nothing of note in terms of the patient's anatomy that would have contributed to the dislodgement. Of note, external pacing was needed. To date, no permanent pacemaker has been implanted.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected continuation of d10: product ID d-evolutfx-2329 (lot: 0012334818); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012550511); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was placed at -3 mm and was stable. The guidewire was retrieved to lower the pressure on the wire. The opening of the valve was slow which caused it to fall in the left ventricular outflow tract (lvot) resulting in second degree atrio-ventricular (av) block.  There was no need for a pacemaker before the implant, but support was needed afterward.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was placed at -3 mm and was stable. The guidewire was retrieved to lower the pressure on the wire. The opening of the valve was slow which caused it to fall in the left ventricular outflow tract resulting in second degree atrio-ventricular block. There was no need for a pacemaker before the implant, but support was needed afterward additional information was received that the valve dislodged during opening of the valve following best practice recommendations. No pre-implant balloon dilation was performed. According to the physicians, there was nothing of note in terms of the patient's anatomy that would have contributed to the dislodgement. Of note, external pacing was needed. To date, no permanent pacemaker has been implanted. Additional information was received to report a permanent pacemaker was implanted on the first post-operative day.